Event description:
It was reported to boston scientific corporation in 2007 that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during a procedure the day prior (patient gender, age and weight unknown). According to the complainant, during the procedure, the physician attempted to inflate the balloon, however the balloon had ruptured inside of the patient. The procedure was successfully completed with another c.r.e balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
Per the complainant, "the balloon inflation was attempted but it was not possible due to rupture." The complaint sample was returned for evaluation and a visual examination revealed that the balloon had a leak. The root cause of the complaint could not be determined definitively; however the most probable root cause is balloon leak due to contact with a sharp exterior source, such as a calcified lesion, or as a result of damage to the balloon during insertion through the scope. The returned balloon was found to be leaking and it may have come into contact with a sharp exterior source. A DHR for the pertinent lot was reviewed; no anomalies were noted.